Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the medications were correctly stocked and routed in the electronic health record (ehr) but displayed an out-of-stock error. A technical support specialist (tss) dialed into the server and sent an email requesting patient and order details for further investigation. After verification, the customer confirmed that the issue was resolved and approved closing the case. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medications were stocked and routed correctly in the electronic health record but appeared as ¿out of stock¿ for users. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.